Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly also, moisture damage was found on the motor, battery tube, vibrator and keypad assembly. Unable to verify button error and button keypad unresponsive due to blank display. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer had put her pump in the cooler and afterwards there appeared to be condensation under the lcd screen. The button error alarm appeared then which the customer initially cleared by removing the battery, but after inserting a brand new battery the alarm reoccurred and she was unable to clear it. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.